Event description:
Clinical input confirmed on 15-june-21, that the bleeding was not related to the cook stent / off label use, but to the duodenal resection. E code for haemorrage / bleeding to be removed from supplemental report.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
[Case]. Endoscopic duodenal resection was performed for suspected duodenal papilla adenoma. A pancreatic duct stent (eps 5fr-5cm: geenen type, cook) was placed to prevent the post-procedural pancreatitis. At that time, the eps was migrated inside the pancreatic duct, so an attempt was made to remove it with biopsy forceps, a snare, spybite (by (B)(6)), etc. However, because bleeding was confirmed and the treatment time became long, removal of the migrated stent was abandoned, and an additional pancreatic duct stent was placed to complete the procedure. After the procedure, perforation of the duodenum, acute pancreatitis and intraperitoneal hematoma were confirmed, so surgical drainage was performed. After patient¿s general condition improved, the physician tried to remove the migrated eps stent several times. However, because the stent at the papillary side was trapped in the branched pancreatic duct, it was even more difficult to remove the stent. Therefore, the stent was cut with nd-yag laser with viewing the migrated eps under spyglass tmds (by (B)(6)), then the cut segment at the papillary side was removed with a spybite (by (B)(6)). The remaining segment of the eps was grasped with spysnare (by (B)(6)) and removed together with spyglass tmds.

Event description:
Supplemental report is being submitted due to completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x geenen pancreatic stent device of lot number unknown was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all pancreatic stent devices are subject to visual a inspection and functional checks to ensure device integrity. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. It should be noted that the possible instructions for use for pancreatic stent devices, ifu0055-4 and ifu0121-2, states the following: ¿intended use: this device is used to drain obstructed pancreatic ducts¿. ¿notes: do not use this device for any purpose other than stated intended use¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use was identified from the available information, when the device is outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. This is highlighted by the prophylactic stent placement of a cook pancreatic stent "to prevent the post-procedural pancreatitis" which is not a stated use as per the IFU and therefore has not being tested in a clinical setting. As per the stated instructions per use that accompany each pancreatic stent device, pancreatic stents are to be used for drainage of obstructed pancreatic ducts. Summary: the complaint is confirmed based on customer testimony. According to the information reported, the patient required surgical intervention to remove the migrated stent device. Complaints of this nature will continue to be monitored for potential emerging trends.